Event description:
It was reported that a primary audible alarm occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The keypad was found to have a scratched screen; the left plunger case had a broken screw boss, the lead screw, clutch halves, and clutch spring appeared to be old worn parts. The event history log was reviewed and determined a primary audible alarm background error had occurred. Occlusion testing was performed however, the reported issue could not be duplicated. Root cause cannot be determined since the complaint was not confirmed due to the fact the sample was tested and successfully passed. Actions were taken to mitigate the reported issue: the damaged and worn components were replaced. The speaker was also replaced as a preventative measure. A corrective and preventative action has been opened to address the reported issue.